Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing sys used in finger-stick blood glucose testing protrudes outside the end of the dial cap after use. No actions or treatment was reported. Replacement product was sent, however, reporter indicating he threw the prod away; therefore, no prod will be returned for eval.